Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 20-jul-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 20-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a lead revision due to a possible patient fall. It was reported that an x-ray was taken which determined that both leads had moved. A lead revision was done to pull both leads down one level. It was reported that the issue was resolved at the time of the report. The event occurred in (B)(6) 2019. No further complications were reported/anticipated.